Manufacturer narrative:
On 14-jun-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed a crease/fold on the anterior view and extending to the posterior view. Additionally, a tear was noted within the crease/fold, starting on the anterior view and extending to the posterior view, measuring 16.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided deflation, right-sided capsular contracture . Manufacturer¿s reference number: (B)(4).

Event description:
Two 200 cc mentor smooth round moderate profile protheses were received by the mentor failure analysis lab on (B)(6) 2020 for an event where right-sided capsular contracture deflation were reported. However, the devices were not differentiated for left and right. Multiple attempts were made for clarification. However, no response had been received. Since both devices were observed to be deflated due to normal wear, it was determined on (B)(6) 2021 that one of the received devices is as a blind unit. The event date was estimated as (B)(6) 2021 based on available information. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. This report is for the left-sided prosthesis. Please refer to manufacturer report number 1645337-2021-03799 for the right-sided prosthesis report.